Manufacturer narrative:
A4 is unknown. The device was not returned for investigation. Data logs were not provided for review. The cause of the purge leak was related to the sidearm but the location on the sidearm was unable to be determined since product was not returned for review. The cause of the high purge pressure was unable to be determined since product/data were not returned for review. The device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Low leakage of the purge sidearm was reported. Purge system leaking was reported again, with air detection behind the purge cassette. High purge pressure has also been reported, with tissue plasminogen activator lysis as a successful remedy. No patient harm has been reported.

Manufacturer narrative:
B5 narrative was added and malfunction was changed to death. H6 codes were updated.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via left axillary artery in a 33-year-old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient was in the ICU on support with the 5.5. On day 48 of support, it was reported there was a low leakage of the purge side arm. The pump continued to run with no changes to the values. It was also noted that there was fluid inside of the purge unit and dried glucose on the outer shell of the purge unit, both in low quantities. On day 49 of support, the amount of fluid inside the purge unit shell was unchanged, and the outside was clean. The luer connector was properly seated and a leak could not be verified. The pump was running with no alarms and all values within range. On day 71 of support, a leakage was reported and air detected behind the purge cassette, in which the cassette was replaced. On day 96 of support, purge pressure was reported high at >1000mmhg and purge fluid <1ml. The pump was running without issues or alarms. Care was withdrawn, the device explanted, and the patient expired. The purge leak will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Death is a known potential adverse event of the impella 5.5 per the instructions for use.

Manufacturer narrative:
Correction: h6 and h11 investigation results were inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge leak - pump: the cause of the purge leak was related to the sidearm but the location on the sidearm was unable to be determined since product was not returned for review. High purge pressure: the cause of the high purge pressure was unable to be determined since product/data were not returned for review. Device history review: the device passed all post sterile inspection checks.